Event description:
The event involved a conector microclave during the placement of microclave into the lumens of a central venous catheter, malfunctioning connectors were identified, presenting leakage. Although it was reported patient involvement, the event occurred before the product use, therefore there was no harm to the patient.

Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.